Event description:
A patient underwent a full replacement due to reported high impedance on the previous devices. A review of the device history record of the explanted lead was reviewed and verified that the lead had passed all quality inspections prior to release for distribution. The programming history for the implanted products showed that the device had previously had good impedance values after initial implant. No additional relevant information has been received to date.

Event description:
Additional information was received stating that the surgeon discarded the lead after explant.